Manufacturer narrative:
PMA/510(k) # k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Van halsema et al 2018 (digital academic repository)- endoscopic treatment of stenoses and leaks in the gastrointestinal tract - the role of self-expandable metal stent's objective: to evaluate the safety of endoscopic removal of esophageal self-expandable stents places for the treatment of benign esophageal diseases. This complaint was opened to capture 9 x off label use of the evolution partially covered stent for benign use. The country of origin / complaint facility is unknown. This complaint was opened to conservatively address the potential this event occurred in the us. No adverse effects reported to the patient. Patient/event info - f/48. .